Event description:
Pt had a aspira pleural catheter placed by md#1 in interventional radiology (ir) on (B)(6) 2016. It was subsequently removed in ir by md #2 on (B)(6) 2016. Pt has had persistent drainage and chest wall cellulitis resulting in consultation with infectious disease md. Who recommended antibiotic therapy. Pt has had poor healing and two courses of antibiotics prior to seeing the infectious disease md. Several CT scans were performed during the course of care. Pt has remained on chronic doxycycline over the course of the year. On (B)(6) 2017, the pt identified a fibrinous material at the site. A foreign body in a cylindrical shape was removed from the pt's chest wall by md #3 in the office on (B)(6) 2017, presumed to be the cuff from the catheter. Provider felt that he had removed the catheter intact.